Manufacturer narrative:
(B)(4). Concomitant medical device: cell-dyn sapphire analyzer, list # 8h00-01, serial # (B)(4). The cause of the cell-dyn sapphire vent needle aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn sapphire vent head assembly provided to the customer with the customer recall letter.

Event description:
The customer observed low sample volume for the cell-dyn sapphire hematology analyzer when it operated in the closed mode. The customer replaced the ventilation probe and the transfer pump and the low sample volume persisted, however, not when the analyzer was in the open mode. The power to the analyzer was shut down several times. A service call was initiated, however, the customer cancelled service, as the issue was resolved with the replacement of the analyzer ventilation needle. There was no impact to patient management reported by the customer.